Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent undersensing on the atrial channel was observed. Patient was asymptomatic. Programming changes were recommended and will be made at the next scheduled follow-up. The patient will continue to be monitored.